Event description:
It was reported that after wearing the pod on the leg longer than 48 hours, the site was red, warm to touch, painful, infected with pus. The patient consulted the doctor who prescribed oral augmentin as treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.